Event description:
An erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The initial accu tnl result was 10.14ng/ml and was reported out of the lab. The customer collected a fresh blood sample from the pt and tested for accu tnl; the result was 0.04ng/ml. No info was provided why the new sample was collected. The customer then tested the new sample on another instrument in their lab. The accu tnl result obtained from another instrument was 0.01ng/ml. No info was provided if the accu tnl results obtained from the second sample were reported out. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.